Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options. They planned to bring the patient in to evaluate the lead. The device and leads remain in service. No adverse patient effects were reported.